Event description:
Consumer sought medical attention for a second degree burn on forearm from disposable heat patch. She indicated that she had applied it before bed and woke up with the wound upon removal of the patch. No burn debridement indicated. Dressing was applied to the burn area with silvadene cream and sterile non-adhering gauze. She was instructed to continue to apply 1% silvadene cream 2 times daily.